Event description:
A cartridge alarm 20 was reported by the customer, with no adverse impact to the customer's blood glucose level. The issue did not occur during the loading process, and the customer had experienced cartridge alarms with consecutive cartridges despite not previously reporting specific alarms. Technical support confirmed the need for a pump replacement and arranged for a new pump, which included updated software, to be sent. The customer was advised on returning the malfunctioning pump within 10 days to avoid charges and was instructed to put it into storage mode prior to return. Instructions were given on connecting the continuous glucose monitor and programming the replacement pump settings. Customer will continue to use current pump.